Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that during a supply change the ilet pump display became stuck on a grayed ¿press and hold¿ screen and was unresponsive, consistent with a sleep/wake button or user interface malfunction that did not resolve with a software update push; the device was replaced. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included no impact to health, no medical intervention, and continued diabetes management using cgm as instructed. Investigation included remote troubleshooting and verification of device behavior via customer report. Investigation of this device revealed a user interface failure consistent with a sleep/wake button unresponsiveness affecting the front display controls, with no evidence of alarms or therapy interruption reported. It was concluded, based on previously established findings for similar reports, that the cause was an isolated device malfunction of the user interface hardware requiring replacement.